Event description:
Fireman stated that he was doing the daily vehicle check on ambulance. He removed the oxy-caddy from the unit and set it on the apparatus room floor. He unzipped the bag and opened the valve to check the cylinder pressure on the regulator gauge. He stated that the valve was somewhat difficult to turn. Upon the valve opening, a flash fire ensued. Putting his hands up to protect his face he backed away from the fire. He was assisted to the station shower where his clothing was removed. He was then taken to the regional burn center. Station personnel extinguished the fire with an extinguisher and secured the area until the arrival of investigators. Additional info is available from the city of fire dept.